Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following info: the pt stated that the alleged issue began on (B) (6) 2010 at 6:15pm, when the pt received a blood glucose reading of "561 mg/dl" and a message of "hi" (per owner's booklet, a hi message indicates a blood glucose reading over 600 mg/dl) on the subject meter. The pt indicated she does not test her blood glucose on a regular basis. However, as part of her regimen, the pt stated she takes lantus insulin (32 units in the morning and 22 units at bedtime) and novolog insulin (on a sliding scale based on blood glucose readings above 250 mg/dl). Five minutes after the alleged issue occurred, the pt stated she took 15 units of novolog. Thirty minutes later, the pt claimed she felt confused, shaky, and sweaty. Immediately after the onset of her symptoms, as treatment, the pt stated she had something to eat. The pt indicated she felt better several minutes later. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter. In addition, the cca noted that the pt did not have control solution at the time of the call to test the reported products. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged issue began.